Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screen on her insulin pump has a partial display anomaly when she presses the buttons. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the partial display. The customer did not recall any significant events leading to the partial display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no missing display anomaly with button press noted. The insulin pump passed self test and displacement test. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and missing the end cap sticker.